Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the patient experienced a perforation which was resolved using a pericardiocentesis procedure. The ipg was not implanted. No further patient complications have been reported as a result of this event.